Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 5 years 4 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's home health aide called stating that the consumer's m41srb power chair allegedly stops working even though the battery is allegedly fully charged. The consumer has been utilizing this device for approximately 5 years. Invacare advised the home health aide to contact the original dealer, as it may be a battery issue, since it is the original battery. No injury alleged.

Event description:
Customer alleged power chair stops working even though battery is fully charged. No injury alleged.